Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During the last follow-up on (B)(6) 2017, the device had a battery impedance of 4.8 kohms and the displayed residual longevity was 23 months +/- 1 month. The device was programmed in dddr mode. On (B)(6) 2018, the patient was hospitalized due to cardiogenic cerebral infarction. The device was found operating in vvi mode, with a battery impedance of 8.85 kohms and a displayed residual longevity of 4 months +/- 1 month. The physician suspected the pacing mode (vvi mode) to cause worsening of the brain infarction. Preliminary analysis showed that this pacemaker switched in vvi mode on (B)(6) 2017 because it reached the recommended replacement time (rrt). Recommendations to replace the device were sent on (B)(6) 2018.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During the last follow-up on 1 june 2017, the device had a battery impedance of 4.8 kohms and the displayed residual longevity was 23 months +/- 1 month. The device was programmed in dddr mode. On (B)(6) 2018, the patient was hospitalized due to cardiogenic cerebral infarction. The device was found operating in vvi mode, with a battery impedance of 8.85 kohms and a displayed residual longevity of 4 months +/- 1 month. The physician suspected the pacing mode (vvi mode) to cause worsening of the brain infarction. Preliminary analysis showed that this pacemaker switched in vvi mode on (B)(6) 2017 because it reached the recommended replacement time (rrt). Recommendations to replace the device were sent on (B)(6) 2018.

Manufacturer narrative:
Patient symptoms were corrected. The device was explanted on (B)(6) 2018 and should be returned for analysis.

Event description:
During the last follow-up on (B)(6) 2017, the device had a battery impedance of 4.8 kohms and the displayed residual longevity was 23 months +/- 1 month. The device was programmed in dddr mode. On (B)(6) 2018, the patient was hospitalized due to cardiogenic cerebral infarction. The device was found operating in vvi mode, with a battery impedance of 8.85 kohms and a displayed residual longevity of 4 months +/- 1 month. The physician suspected the pacing mode (vvi mode) to cause worsening of the brain infarction. Preliminary analysis showed that this pacemaker switched in vvi mode on (B)(6) 2017 because it reached the recommended replacement time (rrt). Recommendations to replace the device were sent on (B)(6) 2018.